Manufacturer narrative:
Patient -age or date of birth, sex, weight and race- unknown. Initial reporter occupation - other; sales representative. Device evaluated by MFR- evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2023-00001).

Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the vault c acdf system. The surgeon inserted the assembled 14 x 12 x 07mm anterior plate (37-pa-4207) and 14 x 12 x 07mm 7° posterior peek cage (37-cl-4207). When he attempted to removed the inserter/guide tip from the plate cage assembly, the streamline insertion tip (37-in-0428) would not release, resulting in the plate being pulled off of the cage. The doctor then had to remove the cage from the disc space and replace with a new plate/cage assembly. There was no patient injury but there was a five (5) minute delay to the procedure.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the vault c acdf system. The surgeon inserted the assembled 14 x 12 x 07mm anterior plate (37-pa-4207) and 14 x 12 x 07mm 7° posterior peek cage (37-cl-4207). When he attempted to removed the inserter/guide tip from the plate cage assembly, the streamline insertion tip (37-in-0428) would not release, resulting in the plate being pulled off of the cage. The doctor then had to remove the cage from the disc space and replace with a new plate/cage assembly. There was no patient injury but there was a five (5) minute delay to the procedure.

Manufacturer narrative:
H3 device evaluation - engineering performed a visual inspection of the complaint products. There is no visible damage to the streamline inserter tip instrument. There is no visible damage or deformity to the anterior plate implant. The inserter tip does not open wide enough to release the anterior plate component. The engineering drawing for the inserter tip, 37-in-04xx, specifies that the tabs should be bent to a width of 0.550" - 0.560". The complaint product was measured by quality to confirm the tab width with results as follows: 0.525", 0.523", 0.525". The possible cause for the tab width to be undersized is if the inserter tip was compressed in the implant inserter handle without being placed on the mating implant. This would cause the tabs to bend too far closed and therefore, it is no longer able to open far enough to release the implant. Review of device history records found (B)(4) pieces of this lot released for distribution on 6/29/2020 with no deviation or anomalies. Two-year complaint history review (12.14.2020-12.14.2022) found this to be the only report of this nature for this part number. Root cause is identified as normal wear / tear. No corrective actions are recommended. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2023-00001-1 / 00002-1).